Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that there was no change in their activity level that led to the shocking. A manufacturer representative (rep) came to a healthcare professional (hcp) appointment on (B)(6)2017 and found the programs were bad. They put four new programs and it was working well.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that late last night the patient had a sudden shock going down his right testicle and all the way down his right leg. It started while he was going to the restroom, and it continued when he went back to bed so he turned off his implant and it went away. It was recommended the patient leave the device off and consult with a physician no further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the device was shocking the patient so the patient turned stimulation off the last week and resolved the shocking. No further complications were reported.